Event description:
It was reported that the patient had cosmetic defects to the external driveline. They have had previous percutaneous lead repairs. A review of log files by technical services found low flow alarms that occurred while the patient was having pulsatility index (pi) events. The low flow events were thought to be caused by low vascular volume, and the alarms resolved with rehydration. The patient was doing well and had no further alarms. It was planned to schedule a second driveline repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and driveline s/n: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 of the IFU "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the patient handbook "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Incidental findings: slight elevations in pump power and calculated flow were captured in the log files. Evaluation of the submitted photos confirmed external superficial driveline damage. The account submitted 4 photos for evaluation. Superficial driveline damage was evident on the external portion of the driveline. A strip of rescue tape was placed on the driveline, however, there was a noticeable cut through the tape. Driveline damage was also evident near the distal end bend relief. Evaluation of the submitted log file revealed that there were 5 low flow hazard alarms that were triggered when the flow went below the low flow limit of 2.5 lpm, to as low as 2.4 lpm. The pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. The phase data did not indicate that there was an issue with any of the wires. Additional information revealed that if there is at least 3 inches from the exit site to the damaged silicone, there will be enough driveline to do another repair, however, if there is less than 3 inches then a repair will be able to be attempted. The cause of the low flow alarms was determined to be low vascular volume, so the patient was rehydrated. The patient is doing well and has had no alarms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). On (B)(6) 2022, the patient had a perc lead separation at the distal end of the bend relief and a clam shell was scheduled for on (B)(6) 2022 (MFR#: 2916596-2022-01697). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.